Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
Surgiguide was fitting well on pc & in mouth, but the drilling channel was too buccally. The doctor did a second free hand surgery and added bone where it was lost due to the guided surgery.